Manufacturer narrative:
Carefusion complaint (B)(4). Upon completion of the evaluation or in the event additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that he found a burnt component on the lower power supply of the ventilator. The unit won't start either. He found in the service manual that it's the thermistor current limiter and is going to order that and see if it fixes it. The customer called back at a later date and reported the unit experienced the overheat condition (overheat light came on). He was evaluating the unit when he discovered the burnt component on the power supply. The ntc thermistor limiter was replaced, but the driver still would not start. Since the driver overheated, possibly this caused the thermistor limiter to burn. He will replace the driver to see if that resolves the issue.

Manufacturer narrative:
Results of investigation: the 3100 b driver assembly was returned to carefusion¿s factory service department. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was due to a driver coil rubbing against the center pole.